Manufacturer narrative:
Evaluation method: medical review. Results: medical review: reportedly lens "flipped" in the eye upon insertion requiring lens removal/ exchange. Vitrectomy was performed and another lens (same model and diopter) was successfully implanted. No reported postoperative sequelae. Additional information has been requested but not received yet. It should be noted that user error (surgeon`s technique during loading or insertion) could have caused/contributed to the event. The reassessment will be performed when (if) additional information is obtained. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history review and medical review, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens into the pt's eye. Lens flipped in eye. A vitrectomy was performed. The lens was out of the eye and another lens, same model and size was implanted. The lens was discarded by the facility. Further information has been requested, but none has been forthcoming. A supplemental will be submitted when further information is available.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable lens (elastimide). (B)(4). Evaluation, method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): the product pertaining to this claim was not returned for evaluation. Based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).